Event description:
Complainant alleged that the clinicians were pacing a pt (age and gender unk), with the device in ac mode, when suddenly the device stopped pacing the pt and began emitting a constant clicking sound. When the clinicians unplugged the device from the ac outlet, it completely powered down. The clinicians were able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. Another similar event occurred at this facility. The event occurred with a differnt pt. Please reference medwatch report number 1220908-1999-00198.